Manufacturer narrative:
Correction: it was inadvertently reported on the initial medical device report (MDR) that the surgeon indicated that their registration was ideal. However, the surgeon actually reported that the registration was not ideal, therefore leading to numerous additional tracer registrations. Reported delay was 20 minutes. He did get a passing registration but he said he knew it wasn't very good and expected some minor inaccuracies. He thought he was about 5mm inaccurate but a post op computed tomography (CT) confirmed that he did remove the entire tumor and was not as inaccurate as he had thought. During onsite investigation, it was found that poor registration technique was used. It was noted that no tracing over the posterior part of the head where the tumor was located was performed. Additional information: the site was provided with multiple training documents for proper registration techniques. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, a 5mm imprecision was observed. The patient was in the prone position. The surgeon indicated that their registration was ideal. Six additional tracer registrations were performed without improvement. The surgeon completed the procedure and a post-operative image found that the entire tumor was removed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.